Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three on the home choice (hc). The home patient (hp) stated they did not disconnect. No bags became disconnected. The hp stated they had two bags connected and the heater bag was the only bag with solution in it. The hp stated no leaks or loose connections were noted. The technical service representative (tsr) had the hp cycle power and the hp would start therapy over. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.